Event description:
It was reported the dii controller locked up during the procedure and started to warm up. No injuries or complications were reported as a result.

Event description:
It was reported the dii controller locked up during the procedure and started to warm up. The alarms also went off for the controller. The doctor had to do a mini open surgery to finish the procedure. There was a delay of less than one hour. No patient injuries were reported as a result.

Manufacturer narrative:
Complaint of locking up and overheating could not be reproduced. Product passed functional testing per process summary using test fixture and 8 hour burn-in. No overheating or locking up occurred during functional testing. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.